Event description:
It was reported that the needle broke in surgery; the broken piece remains unretrieved in the patient. The reporter stated the right side of the needle slide is not properly finished. Follow-up with the reporter provided information that the needle lot number was requested but could not be provided by the facility. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The complaint was confirmed; there was a broken needle point. The concomitant suture passing instrument was also received; it met specifications for visual and function testing. The cause of the event could not be determined from the information available and device evaluation. Device lot number was requested but not provided, therefore, device history record review could not be conducted. Based on the information provided, the most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement has been placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reported. If additional relevant info is obtained, a follow-up report will be submitted.